Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned for service.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken display. The status of the epg is unknown. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis confirmed the reported broken display screen. Analysis also noted that the display wires were routed incorrectly and were pinched in several places, however, the wire insulation was not compromised. Additionally, the lower case was broken, the keypad was scratched, the main printed circuit board (pcb) was out of electrical specification, and the main seal was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.